Event description:
It was reported that the implantable cardiac monitor (icm) was detecting sinus rhythm with premature atrial contractions as atrial tachycardia. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.